Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the electrode array reportedly migrated into the middle ear. The implanted device remains.

Manufacturer narrative:
It is now reported that the patient experienced recurrent infections. Revision surgery is planned; however, has yet to occur as of the date of this report.

Manufacturer narrative:
Additional information: per the clinic, the patient's device was explanted on (B)(6) 2017. Correction : the correct serial no. Is (B)(4), not (B)(4), the correct UDI identifier is (B)(4), not (B)(4) and the correct implant date is (B)(6) 2009 and not (B)(6) 2011 as previously reported.